Manufacturer narrative:
Concomitant products: w4tr01 crtp; implanted: (B)(6) 2020, 479888 lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible rare undersensing was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.